Event description:
Philips received a complaint by the customer on the v60 indicating that the device is turning off on its own, loosing display. It was reported there was no patient involvement at the time the issue was discovered.the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The device powers on by itself and will not go into diagnostic mode. The power supply board was received and installed but did not fix the issue. The customer has replaced the battery and the pm pcba which did not fix. Discussed the signal path of the power switch and advised to swap the display. If problem persists, then replace the cpu. If the problem resolves, then to replace the ui pcba. The investigation is ongoing.

Manufacturer narrative:
Additional troubleshooting was performed, and the rse (remote service engineer) advised the customer the latest version of the service manual is version r and to reference for restoring the v60 serial number and power on hours. Provided customer with a copy of software version 3.00. The customer replaced the v60 cpu (central processing unit) board and 2nd generation ui (user interface) board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.